Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The device was returned and observe dust contamination in blower to the extent the blower impeller is rubbing against the blower housing, the friction caused the blower impeller to crack during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged the device was returned and observe dust contamination in blower to the extent the blower impeller is rubbing against the blower housing, the friction caused the blower impeller to crack during device evaluation. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and dtust contamination in blower to the extent the blower impeller is rubbing against the blower housing. The friction caused the blower impeller to crack. The manufacturer visually inspected the device internally and there is no evidence of an event inside device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but the external part of the device and dtust contamination in blower to the extent the blower impeller is rubbing against the blower housing. The friction caused the blower impeller to crack. Section h6 were updated in this report.